Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis drawer was jammed at the station. A field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the pyxis drawer was jammed, which hindered users from accessing medications for a patient. The customer stated that the issue was impacting patients in the 1e unit and there was no patient harm. There were no adverse events or injuries reported based on this event.